Event description:
Same case as MDR ID: 2134265-2014-08470. It was reported that the device moved erratically. The target lesion was located in a highly calcified middle of the left anterior descending artery. A 1.50mm rotalink¿ burr, rotalink¿ advancer and an unspecified size rotawire were selected. During procedure, the physician moved the advancer knob and observed the burr through fluoroscopy. The physician noted that the burr seemed to be jumping a little bit and the movement of the burr was not consistent with the movement of the advancer knob. The device was removed from the patient and replace the wire with another of the same device. However, the same issue occurred thus the burr and the advancer were then exchanged with another of the same device and completed the procedure. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Age at the time of event: approximately over (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).